Event description:
It was reported that the catheter was being inserted in internal jugular. Md stated he had problems advancing guidewire and it took longer than usual. He had to "pinch-off" catheter for 20-30 seconds, but usually he only has to occlude catheter for 2-3 seconds. He stated patient started moving, breathing heavily, and expired. It is believed patient died of an air embolism. An autopsy was rejected by the family so there is no conclusive evidence of this. Patient had no other pre-existing complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.